Event description:
A pt reported inaccurate erratic results with a surestep meter. Pt obtained blood sugar readings of 225mg/dl and 390mg/dl successively. No symptoms were reported. Pt reported that codes did not match. During a control testing session, four readings were obtained with two different test strip bottles. Two of the readings were within normal range and two were slightly above normal. The meter was replaced. No allegations of harm have been made.